Event description:
It was reported to philips that system displayed an alert indicating invalid application, which prevented imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was preparing for a patient case, and the patient was transferred to another room. The philips field service engineer (fse) inspected the system onsite and found that the x-ray was not available. Analysis of the log file showed that the fd (flat detector) controller was not detected by xdds. Further review of the error logs indicated communication issues between the ippc and the detector controller. Upon troubleshooting, the fse attempted to reload the software on both the ippc and the detector controller, but the detector controller failed to do so. To resolve the issue, the fse successfully replaced the ippc due to a connection issue with the fdc (flat detector controller) and hard drives. The software was reinstalled on the new ippc. The defective ippc was returned to philips for failure analysis. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.